Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as a slice on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The residual gas analysis test was compromised during the failure analysis process. The internal visual inspection revealed that the device was flooded with dye penetrant. This is due to the cracks on the ceramic case which were induced during the failure analysis process. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the assessment of the dye penetrant test data. The residual gas analysis test was compromised during the failure analysis process. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly experienced loss of lock with the internal device. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as a slice on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. This is an interim report.